Manufacturer narrative:
(B)(4). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic's investigation is in progress.

Event description:
Medtronic received information via literature review regarding the clinical effects (epicardial hematoma and myocardial ischemia) following the application of a starfish heart positioner. All data were collected from (B)(6) medical center in 2009. The article described a (B)(6), hypertensive, male patient whom underwent an elective off-pump coronary artery bypass (opcab) surgery and a medtronic starfish heart positioner (serial number not provided) was used. The use of the medtronic starfish device caused an epicardial hematoma as a result of an injured epicardial vein. About ten minutes after closing the pericardium, the patient presented with regional left ventricular wall motion abnormality as seen on a transesophageal echocardiography as well as st-t changes seen on the electrocardiogram which developed secondary to a epicardial hematoma. The pericardium was re-opened and the hematoma was drained. Immediately after removal of the hematoma, the st-t change and regional wall motion abnormality disappeared completely.

Manufacturer narrative:
The device will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation in this event. The device history record was not reviewed as no lot number was provided. During investigation, complaints received from (B)(6) 2009 through (B)(6) 2017 for the starfish heart positioners were reviewed. It was identified that medtronic had previously reported this event via regulatory report # 2135394-2011-00008. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the clinical effects (epicardial hematoma and myocardial ischemia) following the application of a starfish heart positioner. All data were collected from (B)(6) medical center in 2009. The article described a (B)(6) year-old, hypertensive, male patient whom underwent an elective off-pump coronary artery bypass (opcab) surgery and a medtronic starfish heart positioner (serial number not provided) was used. The use of the medtronic starfish device caused an epicardial hematoma as a result of an injured epicardial vein. About ten minutes after closing the pericardium, the patient presented with regional left ventricular wall motion abnormality as seen on a transesophageal echocardiography as well as st-t changes seen on the electrocardiogram which developed secondary to an epicardial hematoma. The pericardium was re-opened and the hematoma was drained. Immediately after removal of the hematoma, the st-t change and regional wall motion abnormality disappeared completely. No death occurred. Additional information obtained through investigation determined this event was previously reported to medtronic in 2011 reported via medwatch regulatory report # 2135394-2011-00008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.